Manufacturer narrative:
Concomitant medical product: product ID 97745bp lot# nlh087339n product type accessory h3: analysis of the (B)(4) lot# nlh087339n revealed battery won't charge, scrapped due to not charging in known good unit. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# nlh087339n, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller battery stopped working about 3 days ago patient stated the controller is not powering up or taking a charge. Patient stated he picked the controller up to use it and the screen was blank / unresponsive. Pt took the li battery out to reset the controller but that did not resolve the issue. Patient connected the ac power cord to the controller w/o the li battery pack and verified the controller does power up. Patient put the li battery back in and verified there is no green light flashing on the controller but there is a green light on the wall. The issue was not resolved through troubleshooting. Patient service specialist is sending a request to the repair team for the li battery pack.